Event description:
It was reported that percutaneous coronary intervention (pci) for a 95% stenosed, severely calcified lesion with moderate vessel tortuosity in right coronary artery (rca) #1-2 was performed. After calcification was confirmed with non-abbott intravascular ultrasound, a diamondback 360 coronary orbital atherectomy device (oa) was delivered and approximately five treatments were performed. Imaging was then conducted and after the lesion was observed, oad was delivered using glideassist mode to perform additional debulking, and another treatment was performed (distal to proximal) using high speed mode, at which point the oad crown fracture was observed. The fragment was successfully retrieved. It was noted that the fracture occurred due to excessive contact with the lesion. The saline pump functioned without any issues. Since residual calcification thickness remained, a cutting balloon was used to cross the lesion, followed by plain old balloon angioplasty (poba) and use of drug coated balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay to the procedure was reported.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. Reported complaint details state that the fracture occurred due to excessive contact with the lesion. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: d9, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11.

Event description:
It was reported that percutaneous coronary intervention (pci) for a 95% stenosed, severely calcified lesion with moderate vessel tortuosity in right coronary artery (rca) #1-2 was performed. After calcification was confirmed with non-abbott intravascular ultrasound, a diamondback 360 coronary orbital atherectomy device (oa) was delivered and approximately five treatments were performed. Imaging was then conducted and after the lesion was observed, oad was delivered using glideassist mode to perform additional debulking, and another treatment was performed (distal to proximal) using high speed mode, at which point the oad crown fracture was observed. The fragment was successfully retrieved. It was noted that the fracture occurred due to excessive contact with the lesion. The saline pump functioned without any issues. Since residual calcification thickness remained, a cutting balloon was used to cross the lesion, followed by plain old balloon angioplasty (poba) and use of drug coated balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay to the procedure was reported.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.